Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a lost sensor alarm. The customer's blood glucose was 50 mg/dl. She had treated her blood glucose with orange juice. The customer also reported using glucagon four times in the past two weeks. The customer also reported the insulin pump was not communicating with the transmitter. Customer also reported their cannula was bent. Customer declined to troubleshoot for low blood glucose. No add'l info provided.